Event description:
A malfunction alarm, identified as malfunction code 12, was reported. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, which was successfully done, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.